Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. D5. Other operator of device: operator of device is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that while the patient was receiving general anesthesia for an esophagogastroduodenoscopy, a 20g peripheral intravenous catheter was placed and the IV tubing was connected. The connection point between the catheter and tubing leaked; the tubing was replaced but would not connect. The tubing was found broken and a piece of the plastic had lodged in the catheter. The catheter had to be removed and 2 subsequent needle sticks were needed to replace the piv. There was patient involvement, but no patient harm/adverse event reported.

Manufacturer narrative:
Investigation summary: one sample used outside its original package was received for evaluation. Returned sample was visually inspected. It was observed that the tip of component slide swivel pn: p1372-16 was broken, confirming the customer's indicated failure. The causal factor of the condition reported could not be determined to be related to a manufacturing issue, as it was not identified any source in which the tip of from the slide swivel pn: p1372-16 could became broken, as the component is placed in bins to be used, and manually assembled. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.